Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient had complaints of pain. Echocardiography revealed no pericardial effusion. However, rv lead tip could not be visualized. The lead was repositioned successfully. Later the lead was explanted on (B)(6) 2014 as noted in MFR report 2938836-2014-19300.